Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 14.8 cm was returned for analysis. Final analysis found two external abrasions breaching the rv lumen at 11.6-11.7 and 14.4-14.7cm from the connector pin. The etfe coating of the rv cables was intact.

Event description:
This report is to advise of an event observed during analysis.